Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: h3, h4, h6. Correction in the field: e1 (establishment name). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the endoscopic image could not be displayed due to a failure of the scope connector socket. The cause of the failure is considered to be an effect such as fatigue due to repeated operation, but the definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during device evaluation, the light source endoscope image could not be displayed, due to poor contact of the connector. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.